Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a planned/ non-emergency treatment which was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that c-arm did not move to the front. The rse checked the log and found collision error. The rse confirmed that the system needs a cold restart. A cold restart was performed which resolved the reported issue. After cold restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The azurion IFU states, if control of the system starts to deviate from its expected behaviour, you should restart the system. There are two methods for restarting the system: warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. Cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ if a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm did not move to the front. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.